Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that around october 2020 the patient started to have to charge their implant more frequently because the battery was depleting quicker. The patient stated they were told that the intellis battery between charges would last longer than their previous implant. They were told they would have to charge every 10-17 days but they had to charge every 5-7 days.  The circumstances that led to the reported issue were unknown. Troubleshooting was unable to be performed as patient stated that they had not changed their settings or had any falls/trauma. The patient was redirected to their healthcare provider to further address the issue regarding implant depleting quicker than it used to for unknown reasons. No symptoms were reported.